Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative stated "today has been recharged corresponding to the date of alarm of (B)(6) 2017." [Interpreted as the pump was filled on (B)(6) 2017, as the low reservoir alarm date was (B)(6) 2017.] The representative also stated they "had to remove a residue of 1.5 ml and we removed 2 ml." [Interpreted as the expected reservoir volume was 1.5 ml and the actual reservoir volume was 2 ml.] The pump continued to have blocking episodes. No procedure had been performed yet because of the lack of contrast solution and the "drawbacks between the health insurance and the patient." The dose would start to be lowered on (B)(6) 2017 until the minimum was reached, and then a possible explant would happen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative stated "in this last control the pump is not blocked, it begins to lower the dose for a future explant." Pump logs were received. When examined on (B)(6) 2017, the patient was receiving morphine 10.0 mg/ml at 5.494 mg/day. On the same date, the dose was updated to 4.499 mg/day.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who received unknown morphine (10mg/ml, 5.5mg/day; pump logs indicated dose was 4.994mg/day) in an implantable pump for an unknown indication for use. The patient heard an audible alarm and experienced increased pain. Interrogation revealed "motor blocked" (interpreted as motor stall). Provided pump session logs from a (B)(6) 2017 refill indicated 11 motor stalls occurred in a span from (B)(6) 2017. The logs begin with a motor stall recovery at 18:10 on (B)(6) 2017 and proceed to a motor stall recovery at 01:33 on (B)(6) 2017. The motor stall lengths were between 9 minutes to 184 minutes. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was noted the healthcare provider (hcp) performed refills out of protocol (did not use refill kit). The patient was scheduled for a catheter test the week of (B)(6) 2017. The pump remained implanted-in service. No further interventions/actions had been performed to date. No surgical interventions occurred or were planned. The issue was considered on going. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.